Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for use error - failed to follow therapy steps during use. The patient reported that they connected the patient line extension after the machine already has been primed. The problem is confirmed, but the assignable cause is undetermined, because we are unaware of why the patient decided to connect the patient line extension after the priming stage. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the caregiver (cg) was attempting to re-prime the patient line after forgetting to attach a patient line extension. The technical service representative (tsr) explained that the supplies were compromised and the cg would need to end therapy and start over with new supplies. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6), 2011 regarding the reported alarm. The rn stated that the hp was doing fine and completing therapy. There was no patient injury or medical intervention reported.